Event description:
The customer reported that during a chemotherapy infusion he pump alarmed for "air-in-line and when they opened the door, they noted that the line was broken inside pump" from the reported information, there ware no indications of serious injury to the pt or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device was received for evaluation.